Event description:
Suture breakage. Customer reports that suture snapped during final closure of an abdominal aortic aneurysm repair. Event had no adverse effect on the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.